Event description:
History of bilateral silicone breast implants in 1983. Reports trauma to left breast on 12/30/97 (hit hard in left chest with a wave). Underwent bilateral removal of silicone implants with bilateral capsulectomies.